Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the basket was opened, and the stone was captured. Upon manipulating the handle again, the basket could not open or close. The procedure was completed using another trapezoid rx basket. Reportedly, the device had expired on april 23, 2024, but the device was used during a procedure on (B)(6) 2024. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: correction: block b5 description of event or problem and block h6 device codes have been corrected as the device was used past expiration. Block h6: imdrf device code a051104 captures the reportable event of basket failure to open with a stone inside the basket. Block h11: investigation results the returned trapezoid rx lithotripter basket was analyzed, and a visual analysis observed that the sheath was detached. A functional inspection was performed, which noted the sheath detachment did not allow the basket to extend and retract. Additionally, the side car rx was pushed back 3 mm. Media analysis was performed with a photo provided which observed the side car rx push back. No other issues were noted. The reported events were confirmed. The side car rx had been pushed back due to force applied on the thumb ring, which caused the working length to retract itself, pushing back the side car rx. It is also possible that the same force applied on the handle caused the whole device to retract itself, in which the sheath buckled and detached due to the pressure. This condition made the basket unable to open and close. Based on all available information, adverse event related to procedure was selected as the most probable root cause. A labeling review was performed and found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The instructions for use (IFU) states, "handling, storage, cleaning and sterilization of this instrument as well as other factors relating to the patient, diagnosis, treatment, surgical procedures and other matters beyond bsc's control directly affect the instrument and the results obtained from its use"; however, the device was used after its expiration date. The procedure took place on (B)(6) 2024, and the device was used after its expiration date (04/23/2024). The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the basket was opened, and the stone was captured. Upon manipulating the handle again, the basket could not open or close. The procedure was completed using another trapezoid rx basket. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a051104 captures the reportable event of basket failure to open with a stone inside the basket.